Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar events. All available information was investigated and a definitive cause for the poor image resolution and single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was deployed; however, a few minutes after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted prior the deploying the clip, the leaflet insertion length was not measured due to bad image quality. Although visualization of the clip was not optimal, the leaflet insertion seemed satisfactory both prior and after deployment. To stabilize the slda, two additional clips were implanted laterally, reducing mr to a grade of 1-2. There was clinically significant delay in the procedure. No additional information was provided.